Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during a follow-up, the pulse generator lost telemetry and could not be interrogated. The device remains implanted and follow-up will continue.